Event description:
Event description cpi received information that this patient's sweet tip bipolar lead (4269) was removed from service due to failure to sense and pace. It was replaced with another (4269) lead.